Manufacturer narrative:
Additional information was added to the following fields to capture the allegation against the device: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this pacemaker was explanted due to possible premature battery depletion. A new implantable device was implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to unknown reasons. A new implantable device was implanted and no additional adverse patient effects were reported.